Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2015, fse arrived at the site to address the reported event. Inspection of the device revealed that wash probe #1 was loose on the collar, the wash syringe block for probes #3 and #4 were leaking, and all the wash probes were dripping. All the wash probes were replaced, along with the solenoid valves on top of the wash blocks. Fse subsequently performed calibration and quality control (qc) without issue. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the b/f wash probes.

Event description:
On 14-oct-2015, the customer reported prolactin calibration and verification failure on two attempts with their a1a-2000st refurbished analyzer. Technical support reviewed calibration faxed from the customer on (B)(6) 2015. The calibration rates were noted to have a pattern of low-high-low high. On 14-oct-2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting for bhcg, fsh, prl, e2, lhii, and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.